Event description:
A malfunction alarm was reported for a pump, displaying malfunction code 16. There was no adverse impact to the customer's blood glucose level. The issue persisted after a reset attempt, so technical support assisted the customer with resetting the pump and arranged for a replacement. The customer reverted to multiple daily injections as a backup therapy.